Event description:
It was reported that a clearlink luer activated valve remained depressed and leaked after repeated access. The reporter specified that the valve was accessed less than 200 times. This malfunction occurred while the nurse educator(s) reviewed sterile cap changes with the clinical staff. The observation was made after approximately five clinicians accessed the site. The valve remained depressed, resulting in the valve leaking when turned over and shaken. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A supplemental report will be submitted if additional relevant information becomes available.